Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic upon receiving a vibratory alert from their device. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator had inappropriately gone into backup operation. The device was restored back to normal operation. The patient was stable.